Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at first the device worked well as usual. But while performing the procedure, it was noticed that the coagulation function of the device decreased conspicuously within just 5 minutes of use. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found damage to the surface of one of the seal plates. The area around the damage was charred. The reported conditions were not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use (IFU) for recommendations on tissue sealing. The IFU states: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. An additional failure was found during the investigation; the seal plate was damaged and the knife track was deformed. The additional findings did not contribute to the reported condition. The investigation found mechanical damage and charring to both of the seal plates. The knife track was also deformed preventing the knife from advancing. Inspection found damage to the side of the jaw, the damage was identical on both side of the jaw indicating both side came in to contact to the metal object. The damage did not affect the device activation. Inspection found no missing component from the device. The investigation identified the root cause of the reported event to be the user activating the device while in contact with a metal object resulting in an electrical arc that damaged the seal plate and surrounding the plastic. The IFU states: contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.